Event description:
Additional info: pt underwent a low anterior resection and transverse loop colostomy for ca of sigmoid and rectum. Lesion was removed. A transverse colostomy was performed as the surgeon stated an inflammatory reaction was noted from previous radiation to the area.